Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy hives where the garment touches his skin. The patient was given a benadryl pill from the ER. During a follow-up, it was reported that the patient's irritation improved.